Event description:
It was reported that high impedance and high capture threshold issue was observed on the rv lead. No evidence of lead fracture and oversensing malfunction was observed during fluoroscopy imaging. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior and post procedure.